Event description:
This rv lead was implanted on (B)(6) 2012 and was explanted on (B)(6) 2016. The lead was explanted due to artifacts on the rv channel. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).